Manufacturer narrative:
Two 20019e7d samples from lot 20036260 were received for investigation in opened packaging; some residual fluid was present within the line. The connecting product was not returned to assist the investigation. A visual inspection of both samples did not identify any signs of damage or manufacturing defect which may have caused or contributed to the customer's experience. The samples were subjected to functional testing by connecting them to a bd plastipak syringe from retained bd stock and flushing water through; no occlusions or similar issues were replicated during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20036260 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20019e7d product.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day occluded on 6 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. Extension set will not prime. Attempted priming with n/saline but won¿t prime, prior to connection to patient. Report of multiple occurrences from same batch. Only 2 saved for return to bd, rest discarded.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day occluded on 6 occasions. The following information was provided by the initial reporter: the reported feedback suggests that there is an occlusion. Extension set will not prime. Attempted priming with n/saline but won't prime, prior to connection to patient. Report of multiple occurrences from same batch. Only 2 saved for return to bd, rest discarded.